Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/flush drive support disk. The device was received with cracked case at the display window corners, and scratched screen. The unit had rattling vibration due to vibrator motor adhesive not adhering.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed, and the displacement test passed. The drive support cap appears to be normal. The self test also passed. No further information was provided.